Manufacturer narrative:
This report is for unknown cortex screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Partial part number reported as 214.8xx. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent hip revision surgery to remove implants due to nonunion and screw breakage. One (1) unknown plate and an unknown quantity of unknown screws were removed. Procedure was successfully completed with a surgical delay of three (3) minutes. Patient outcome is unknown. Concomitant devices: plate (part: unknown, lot: unknown, quantity: 1). This report is for unknown cortex screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Explant date provided for reporting. Fields were updated - alert to 6/14/2019. - awareness date to 6/14/2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.